Event description:
Customer's blood glucose (bg) reached 330 mg/dl. Upon removing the pod, she noticed the cannula was kinked with blood in it. The pod is not expected to return.

Manufacturer narrative:
A kinked cannula has the potential to restrict insulin delivery and may result in hyperglycemia. However, since the pod was not returned, we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. The omnipod's user guide warns: to "check the infusion site after insertion, to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide warns: "if you observed blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. Lot qualification records were review and determined to have passed all acceptance criteria.